Manufacturer narrative:
The user reported discrepancies between bg and sg readings. Escalation analysis indicated no system malfunction, however, misalignment in calibrations were observed. Support provided instructions to perform a sensor re-link to allow the system to re-initialize and converge faster. The user successfully performed the sensor re-link, but later reported that the issue persisted. The user decided to discontinue further troubleshooting and chose to wait until their next routine sensor replacement which was scheduled in (B)(6) 2026. Review of dms indicated that the user continued to actively use the system, with up-to-date information.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements. No injury or medical intervention was reported.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.